Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was noted on the right ventricular lead. The patient with continue to be monitored and was stable with no consequences. Manufacturer report number: 2017865-2018-19559.

Event description:
Additional information received indicated that the right ventricular lead was capped and replaced.

Event description:
Additional information received indicated that the lead was replaced to resolve the event. The patient was stable with no consequences. Manufacturer report number: 2017865-2018-19559-01.